Event description:
During a ptca treatment procedure the quantum maverick monorail balloon ruptured at 16 atms on the initial inflation. The lesion being treated was a 90% restenotic lesion in a previously placed s670 stent in the proximal lad coronary artery. The physician used a 6 fr zeon medical introducer sheath for vascular access and a whisper ms guidewire and a mach1 guide catheter to cross the lesion. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.